Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed sensor error, phantom programming, failure to capture, unexpected reset and no defibrillation therapy on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Correction: for b5 for missing complaint of loss of defibrillation therapy.

Manufacturer narrative:
The reported event of ¿erroneous parameters¿ error message being displayed was confirmed. Based on the information provided, it was determined that the message was displayed due to a failed cyclic redundancy check (crc) calculation. The crc check failed due to parameter values unexpectedly changing between in-clinic interrogations. It was unable to be determined how the parameters were altered with the information available.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed sensor error, phantom programming, failure to capture, unexpected reset on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. There were no patient consequences.